Event description:
It was reported that the pt had experienced increased pain. The pt went in to see their physician for a pump check. A catheter dye study was done on (B) (6) 2009; there was no contrast intrathecal or epidural. There was aspirate in the amount of 0.2cc. They were unable to inject contrast. The pt had a subsequent headache due to the procedure. The catheter was kinked at the lumbar site and a catheter revision was done. The medications being delivered via the device system were morphine sulfate and droperidol.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Concomitant product - corrected information: product ID 8709, serial# (B)(4), explanted: (B)(6) 2009. (B)(4).